Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa). The fox sv was being used for pre-dilatation, but the balloon ruptured during the first inflation at 10-12 atmospheres (atm). The device was exchanged for a foxcross, but this balloon also ruptured between 10-12 atm. A non-abbott non-compliant balloon was then used to complete pre-dilatation. Three non-abbott covered stents were implanted across the entire sfa and an absolute pro stent was implanted at the most proximal segment to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The foxcross pta catheter is being filed under a separate medwatch MFR number. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion was described as being heavily calcified which likely contributed to the reported rupture. Furthermore, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. Additionally, it was reported that the device was exchanged for a foxcross, but the balloon also ruptured between 10-12 atm, further suggesting that the lesion calcification likely contributed to the ruptures. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the reported information, it is likely that the balloon rupture occurred as a result of interaction with the highly calcified lesion. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.